Event description:
It was reported that this pacemaker was found to be in safety mode in which there were observations of a separate integrated circuit issues causing premature battery depletion, low right atrial (ra) pacing lead impedances however, impedance measurements are within normal range, and failed ra threshold testing. A request was made for engineering analysis and the cause of the high-power consumption is uncertain. The power consumption jumped, and the ra lead impedance dropped approximately 10 days after the ra pacing began. The right ventricular (rv) pacing impedances appears to be unaffected. Technical services recommended to replace the device and ra lead. The field representative will discuss with the physician. At this time, the system remains in service. No adverse patient effects were reported. Additional information was received which reported the patient fell and the patient advocate was concerned about an issue with the leads when the patient was picked up. At this time, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to be in safety mode in which there were observations of a separate integrated circuit issues causing premature battery depletion, low right atrial (ra) pacing lead impedances however, impedance measurements are within normal range, and failed ra threshold testing. A request was made for engineering analysis and the cause of the high-power consumption is uncertain. The power consumption jumped, and the ra lead impedance dropped approximately 10 days after the ra pacing began. The right ventricular (rv) pacing impedances appears to be unaffected. Technical services recommended to replace the device and ra lead. The field representative will discuss with the physician. At this time, the system remains in service. No adverse patient effects were reported. Additional information was received which reported the patient fell and the patient advocate was concerned about an issue with the leads when the patient was picked up. At this time, the device remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that the pacemaker was explanted and replaced, and the right atrial (ra) lead was surgically abandoned and replaced successfully. The device is expected to be returned for device analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended a position. Visual inspection found dried blood/tissue around the helix. A thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker was found to be in safety mode in which there were observations of a separate integrated circuit issues causing premature battery depletion, low right atrial (ra) pacing lead impedances however, impedance measurements are within normal range, and failed ra threshold testing. A request was made for engineering analysis and the cause of the high-power consumption is uncertain. The power consumption jumped, and the ra lead impedance dropped approximately 10 days after the ra pacing began. The right ventricular (rv) pacing impedances appears to be unaffected. Technical services recommended to replace the device and ra lead. The field representative will discuss with the physician. At this time, the system remains in service. No adverse patient effects were reported. Additional information was received which reported the patient fell and the patient advocate was concerned about an issue with the leads when the patient was picked up. At this time, the device remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that the pacemaker was explanted and replaced, and the right atrial (ra) lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to be in safety mode in which there were observations of a separate integrated circuit issues causing premature battery depletion, low right atrial (ra) pacing lead impedances however, impedance measurements are within normal range, and failed ra threshold testing. A request was made for engineering analysis and the cause of the high-power consumption is uncertain. The power consumption jumped, and the ra lead impedance dropped approximately 10 days after the ra pacing began. The right ventricular (rv) pacing impedances appears to be unaffected. Technical services recommended to replace the device and ra lead. The field representative will discuss with the physician. At this time, the system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to be in safety mode in which there were observations of a separate integrated circuit issues causing premature battery depletion, low right atrial (ra) pacing lead impedances however, impedance measurements are within normal range, and failed ra threshold testing. A request was made for engineering analysis, and the cause of the high-power consumption is uncertain. The power consumption jumped, and the ra lead impedance dropped approximately 10 days after the ra pacing began. The right ventricular (rv) pacing impedances appears to be unaffected. Technical services recommended to replace the device and ra lead. The field representative will discuss with the physician. At this time, the system remains in service. No adverse patient effects were reported. Additional information was received which reported the patient fell and the patient advocate was concerned about an issue with the leads when the patient was picked up. At this time, the device remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that the pacemaker was explanted and replaced, and the right atrial (ra) lead was explanted and returned for product analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field b5 describe the event or problem.